Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. An alternate sample from one of the identified lots was returned from controlled stock for investigation, simulation use tested, and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarmed for air detected in the cassette during drain 1. He was unable to clear the alarm. He discontinued treatment. While removing the cassette the patient found fluid leaking from the cassette. The set was not made available for evaluation. During follow up the patient's pd nurse reported the patient's effluent remained clear. He was not prescribed any antibiotics.